Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. Access to the system was denied. The service call was cancelled. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9900 locked up during a procedure and upon reinitialization an interlock failure message was displayed. Eventually, the error cleared. There was no adverse patient involvement reported.